Event description:
The turbohawk was placed over the wire and it could not pass the occluded portion of the anterior tibial artery. Decision was made to remove the atherectomy device and at this point, atherectomy device separated at the tip because of a loop in the wire and decision was made to retrieve everything. During withdrawal, the turbohawk device became stuck at what was believed to be the sheaths hemostatic valve. The nosecone was in pieces outside of the sheath, still on the wire. The 0.035 stiff wire was placed through the introducer and the long sheath and attached tip of the atherectomy device was brought out, causing a large puncture entry site. Two perclose device were used, and an attempt was made to close the puncture site but that failed. Under manual compression, a cut down was done to the common femoral artery and then the arterial puncture site was closed with 5-0 prolene and the incision was closed with 3-0 vicryl. Total blood loss was 400ml.

Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.